Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm.

Manufacturer narrative:
Device evaluation indicated that the leads passed photographic tests performed. Sc-2218-50e (sn: (B)(4)) the leads were intact and no parts of it were missing. Sc-2218-70e (sn: (B)(4)) visual inspection revealed that the lead body was cleanly cut from the proximal end. The distal portion of the cut lead was not returned. The clean cut damage was a result of a typical explant procedure and it was not considered a failure. It could not be confirmed if there were additional damage on the distal of the lead that was not returned.

Event description:
A report was received that the trial patient accidentally pulled the lead out of his body and the lead was broken. The patient went to the clinic and it was found out that one of the ends of the lead was missing. X-ray was taken and it was confirmed that the end of the lead was not left inside the patient¿s body. The physician decided to pull the leads out.

Event description:
A report was received that the trial patient accidentally pulled the lead out of his body and the lead was broken. The patient went to the clinic and it was found out that one of the ends of the lead was missing. X-ray was taken and it was confirmed that the end of the lead was not left inside the patient¿s body. The physician decided to pull the leads out.